Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was flashing at a lower rate than the patient's intrinsic rate. The biomedical engineer subsequently tested the epg and found it to be in specification. It was recommended that the epg be returned for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.